Manufacturer narrative:
Device information and if ind/preanda, give protocol number, are unknown. No product information has been provided to date. Operator of device is unknown. No information has been provided to date. If initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one cassette was alarming for no disposable on both pumps. The tubing on the top of the cassette reportedly looks like it has flattened out. Caller indicated they would mix a new cassette and change over to solve pump alarms. No patient injury was reported.